Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 179 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.